Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported seeing progression as the open bite is closing more. The customer support team confirmed the open bite from the video that the patient provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.